Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the system had an alert for a high shock impedance. A review of the device downloaded data confirmed the shock impedances were high and fluctuating. This started around the end of october. The readings vary from in the 100-ohm range to greater than 250 ohms. The patient is in a wheelchair. An x-ray was done and indicated good electrode insertion into the device header. The patient had left the clinic, but the doctor may reprogram the device from the primary vector to another one. There were no known adverse patient effects. The system remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the system had an alert for a high shock impedance. A review of the device downloaded data confirmed the shock impedances were high and fluctuating. This started around the end of october. The readings vary from in the 100-ohm range to greater than 250 ohms. The patient is in a wheelchair. An x-ray was done and indicated good electrode insertion into the device header. The patient had left the clinic, but the doctor may reprogram the device from the primary vector to another one. There were no known adverse patient effects. The system remains implanted.

Event description:
It was reported that the system had an alert for a high shock impedance. A review of the device downloaded data confirmed the shock impedances were high and fluctuating. This started around the end of october. The readings vary from in the 100-ohm range to greater than 250 ohms. The patient is in a wheelchair. An x-ray was done and indicated good electrode insertion into the device header. The patient had left the clinic, but the doctor may reprogram the device from the primary vector to another one. There were no known adverse patient effects. The system remains implanted.